Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. In addition, the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was not known. Customer consumed soda to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.